Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 334 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 148 mg/dl and 163 mg/dl, ressults within the expected.. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/24/2017 and open vial date is 08/30/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned about these results: 243 mg/dl on (B)(6) 2016 @ 10:46 pm, 334 mg/dl on (B)(6) 2016 @ 10:35 pm, 245 mg/dl on (B)(6) 2016 @8:43 pm, and 250 mg/dl on (B)(6) 2016 @ 10:10 pm. The customer stated that she has compare the truemetrix meter against her doctor's meter and it is reading 30 points higher. Advised the customer that it is not recommend by the manufacturer to compare meters. The booklet guide provide important information to have accurate results. The customer is testing four to five times a day (fasting). The customer has not made any recent changes in the diet, exercise regimen, or medication. The customer is storing the meter and test strips in the bedroom.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 334 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 148 mg/dl and 163 mg/dl, results within the expected. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/24/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned about these results: (B)(6). The customer stated that she has to compare the truemetrix meter against her doctor's meter and it is reading 30 points higher. Advised the customer that it is not recommend by the manufacturer to compare meters. The booklet guide provide important information to have accurate results. The customer is testing four to five times a day (fasting). The customer has not made any recent changes in the diet, exercise regimen, or medication. The customer is storing the meter and test strips in the bedroom.